Manufacturer narrative:
Device analysis: the device related to the reported event of capsular contracture was received on november 06, 2020. Visual analysis of the returned device identified: crease flat, opening, and underweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and broken striated in the posterior side. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. A striated edge broken on posterior side due to surgical damage.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.